Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidopexy according to longo procedure, the device only cut the postierior wall partillay, and the staples were not closed. Hemostatis was achieved by applying sutures. There were no adverse patient consequences.